Event description:
A report was received that the patient experienced a severe post operative headache due to dural puncture with csf leakage. The patient was hospitalized and administered pain and anti-nausea medication as well as oxygen treatments. The patient's headache resolved and the patient was discharged.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial#: (B)(4), description: scs phi ext 35 cm.

Event description:
A report was received that the patient experienced a severe post operative headache due to dural puncture with csf leakage. The patient was hospitalized and administered pain and anti-nausea medication as well as oxygen treatments. The patient's headache resolved and the patient was discharged.